Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a bipolar lead impedance warning on the right ventricular (rv) lead for high pacing impedance. The rv lead also had high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.